Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0350038. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-12-15. Medical device lot #: 1019137. Medical device expiration date: 2023-12-31. Device manufacture date: 2021-01-19. Investigation summary: it was reported the normal saline flushes get "stuck." To aid in the investigation, sixteen shelf boxes with thirty units each, for a total of four hundred-eighty units, plus a bag with multiple syringes were received for evaluation by our quality team. A random selection of fifty samples were taken. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification with the exception of one sample. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger got stuck. The following information was provided by the initial reporter: it was reported normal saline flushes get "stuck".